Event description:
A malfunction alarm was reported with no significant events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The malfunction code was resettable, but the customer had not reported or reset the pump within the last 24 hours, being currently without their charging supplies and intending to call back when available.